Manufacturer narrative:
Concomitant product(s): a 0-2c7462 baxter secondary set. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the iron dextran infusions are taking longer than expected. It was reported that iron dextran (500 ml) was initiated at 0941, programmed to infuse at a rate of 125 ml/hr. Over 4 hrs. However completing over 5.5 hrs. The rn stated, the set up included a bd primary set (100 ml saline flush) mated to a peripheral line attached to a non bd secondary set with one hanger to lower the primary container to achieve the minimum head height. There was no report of patient harm. The event occurred in the cancer infusion center.

Manufacturer narrative:
(B)(4). The customer¿s report of infusions taking longer than expected was confirmed. Review of the pump module error log showed no errors or malfunctions. Functional testing was performed and the pump module was found to be under infusing. Internal inspection of the device found the 3 right bezel bosses cracked and separated and the top left boss cracked. The probable cause of the infusions taking longer than expected is cracked and separated bezel bosses. The root cause of the damaged bosses was not definitively determined.